Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose level was 400 mg/dl. Customer experienced symptoms such as nausea and difficulty breathing. The customer current blood glucose level was 324 mg/dl. The customer was treated with manual injection and overnight stay in the hospital. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not used auto mode feature at time of high blood glucose event. The customer was getting really high reading and cannot go down and ended up on the emergency room, something wrong with the bolus. The insulin pump will not be returned for analysis.